Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm displayed 50 mg/dl; the patient was asymptomatic and was unable to perform a blood glucose as a glucometer was not available. He went to the emergency department for evaluation and a bg was performed which was 281 mg/dl. No treatment was provided, and the patient was released home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.